Manufacturer narrative:
Investigation summary: gehc requested additional information from the customer regarding the reported issue of incorrect spo2 values, the patient's current condition, the results of device and, accessory information. Gehc also requested permission to collect the device performance log files for engineering analysis. The customer did provide any further clarification and declined access to the device at issue. No further information was provided regarding what, if anything, was found during device testing. Historical review of complaints related to the reported issue did not reveal an adverse trend. Based on the limited information available, a root cause could not be determined.

Manufacturer narrative:
Legal manufacturer: (B)(4). Medical device: UDI is (B)(4). Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that incorrectly low spo2 readings were provided for a patient being woken after resuscitation. The patient was heavily sedated as a result.